Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 600 mg/dl. The infusion set site was changed and a correction bolus was delivered. The customer did not know what caused the occlusion; however, the occlusion was resolved by changing out the pump supplies.